Manufacturer narrative:
The pump has been rec'd from the customer. Medex has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is completed.

Event description:
The reporter stated that the pump under-infused. There was no pt injury or treatment associated with this event.